Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the tip of the dilator split. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a dilator that was bent with a deformed tip. The tip had a whitened appearance near the damage which is characteristic of stress. The ID and od of the dilator tip could not be accurately measured due to the damage. Several other components were also returned. A device history record review was performed on the dilator with no relevant findings. The provided instructions recommends enlarging the cutaneous puncture site with use of a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. Since it appears that excess stress had been placed on the dilator, operational context caused or contributed to this event. No further action will be taken.